Event description:
It was reported that device intermittently will not operate on dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the power supply module. After replacing the power supply module assembly, proper operation was confirmed and the device was returned to the customer.